Event description:
It was reported that a patient was receiving v.a.c. Therapy for 2.5 months on a left groin wound after a pseudoaneurysm repair. It was also reported that a new treatment nurse for the patient forgot to protect the skin while doing a dressing change, and the skin became damaged during the dressing removal. V.a.c. Therapy was discontinued for 2 days. The patient was placed back on v.a.c. Therapy, and allegedly hemorrhaged and subsequently died.

Manufacturer narrative:
It was reported by the health care provider that the patient had an aortobifemoral graft and then developed a bilateral groin pseudoaneurysm. V.a.c. Therapy was initiated to the left groin after the pseudoaneurysm repair. The patient was last seen by the vascular surgeon 3 weeks earlier and it was documented that the graft was not exposed. An order for intravenous antibiotics was ordered the previous month and a note was written "continue intravenous antibiotics until wound healed." V.a.c. Therapy labeling states: "precautions should be taking with patients on anticoagulants. " it also states: "greater care should be taken with respect to weakened, irradiated of sutured blood vessels or organs. When placing the v.a.c. Dressing in close proximity to blood vessels or organs, take care to ensure that all vessels are adequately protected with overlying fascia, tissue or other protective barriers. '" the actual device was returned and evaluated by kci quality engineering. The unit passed the device evaluation. There was no indication of a malfunction. Although there is no evidence that the v.a.c. Device malfunctioned, kci is reporting this event pursuant to the current MDR policy.